Event description:
On (B)(6) 2012, the reporter contacted animas (anm) on behalf of her son (the patient) and reported elevated blood glucose (bg) levels. The reporter indicated that for the previous 3 days, the patient's bg's had been elevated. On (B)(6) 2012, the patient was reportedly seen in an emergency room (ER) and treated with IV fluids. Prior to going to the ER, the patient took 6 units of novolog insulin to help lower his bg level. The reporter denied that the patient received insulin in the ER. She also denied that he had ketones. During the ER visit, the patent remained connected to the pump. At one point during the time of concern, the reporter claimed that the patient's bg level reached '500 mg/dl.' The pump's histories were reviewed and no discrepancies were observed. The pump's basal segments and advanced features were programmed as desired. The reporter denied that the patient had any recent illnesses. She mentioned, however, that the patient's activity level had decreased since he was now in school and sitting more in class. The reporter was advised to consult with the patient's health care provider (hcp) regarding possible setting changes. During the contact with anm, the patient's bg level was currently in the '300's' mg/dl. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed elevated bg levels and received treatment in the ER. However, at this time, it is unknown if the pump, use-error, or other diabetes management factors contributed to the patient's injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, investigation revealed that the force sensor is out of calibration.